Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung biopsy via thoracoscopy, during pulmonary resection, the surgeon was able to press the green button and squeeze the handle but the device would not fire. They had to perform manual suturing to complete the case.